Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact. Leaflet 1 had a 2 mm tear near commissure 1. Serrated marking were observed on leaflet 3 near commissure 1. Leaflets 1 had a 0.5 mm cut and leaflet 2 had a 1 mm cut; both cuts were at the free margin near commissure 2. A non-transmural damage of 3 mm was also observed on leaflet 1 near the cut. The wireform was exposed on commissure 1 and near leaflet 1 at the inflow aspect. (B)(4). Customer report of central regurgitation could not be confirmed through visual observations. Based on the information received the cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 21 mm aortic valve was explanted after an implant duration of 22 days, due to central regurgitation. The explanted device was replaced with a 21 mm aortic pericardial valve. There was no allegation of malfunction; however, surgeon would like device evaluated. The anesthesiologist believes that the issue may have been the proximity of the mitral valve prosthesis to the aortic valve prosthesis during the cardiac cycle, and that there could have been a communication which caused the aortic insufficiency in the valve. Intraoperative findings indicate that the leaflets coapted. The anatomic region between the sewing ring of the valve and the native annulus was explored. No discrete area of perivalvular leak was seen. The valve was explanted and the annulus sized to a 21 mm. The valve was also evaluated for placement of a 23 mm; however, the annulus was felt too tight for this size based on the fact that there was a prosthetic mitral valve immediately adjacent. The 21 mm was implanted and echo revealed excellent left ventricular function. There was evidence of a mild central aortic insufficiency present. Upon follow-up, the surgeon indicated that the tte since the redo aortic valve replacement now indicates only trace central aortic insufficiency, and the patient is doing fine. The patient was transferred to the intensive care unit in stable, but critical condition.

Manufacturer narrative:
Additional manufacturer narrative: no echocardiogram was provided, thus the nature of the reported regurgitation in vivo could not be confirmed. During the standardized in vitro flow testing, at simulated normal physiological conditions, the unsealed trf is 2.7 %, which is more than three times lower than the maximum 10 % allowed for this size valve per iso 5840-2:2015. The trf of the sealed valve is 1.5 %, more than six times lower than the 10 % maximum allowed per iso5840-2:2015. The results from the present in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. The reported central regurgitation observed by customer could not be confirmed and cause remains indeterminable.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.